Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had audio vibrate anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Report states that the audio test failed. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer = clear. Customer returned the pump for alleged failed audio test found on 11/11/2018. Device passed the displacement test however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace and history files using thus and carelink upload was successful. Pump error 63 (variable 3) alarm is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. The pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, serial number label fading, cracked select button keypad overlay, stained keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. No audio tones (failed audio test) is not confirmed however, pump error 63 alarm is confirmed due to a broken trace at pin 1 (vdd) u1. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.